Manufacturer narrative:
This MDR related to the(B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported going to the hospital due to a kidney infection. Customer was given injections while at the hospital. Customer also stated that the act button on the insulin pump was not working and the insulin pump had an error message. Customer's blood glucose reading at the time of the call was 256 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to perform displacement test due to unresponsive keypad. The insulin pump has cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.